Manufacturer narrative:
No device has been returned; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the event.

Event description:
It was reported that after a transurethral microwave treatment procedure, the pt was sent to the hosp and required several units of blood. No further info was received. It is noted that multiple attempts to gather further info were unsuccessful. No further pt injuries or complications were reported.